Event description:
Customer reports that she obtained a result of 400mg/dl and took more than 4 units of novalog. She reports that less than 2 hours later, her blood glucose was 32mg/dl and that she was incoherent. She was taken to the hospital where she was given a shot of glucagon and juice to elevate her blood glucose. No quality controls were used. Requested return of suspect device and replacement was sent.